Manufacturer narrative:
H6: investigation findings and conclusions were updated to reflect the results of investigation. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. IFU statement: instruction for use of gore® excluder® aaa endoprosthesis states that the user should determine accurate size of anatomy and proper size of trunk-ipsilateral and contralateral endoprostheses and aortic and iliac extender endoprostheses during pre-treatment planning.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent an endovascular treatment for abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Based on the preoperative sizing (measured length from renal to left internal iliac was 16.8 cm), the attended gore associate suggested a main device of 16 cm long, but the physician decided to use 18 cm device to complete the procedure with minimal number of components. During deployment of the distal side of the trunk-ipsilateral leg, the physician attempted to push the device up but this attempt did not succeed and the left internal iliac artery was unintentionally covered by the device. The final angiography showed a remaining type ii endoleak. No treatment was given for either unintentional coverage or type ii endoleak. The patient tolerated the procedure. The reporting physician commented as follows: a 16 cm device should have been selected. Additionally, intraoperative measurement should have been performed. The attempt of pushing device was abandoned midway considering the risk of proximal migration of the entire device.